Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he had pixels missing on the screen and they are below the time. Customer stated he dropped the device on the floor. Customer didn't know his blood glucose level. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unit with bleeding lcd glass. The insulin pump had cracked reservoir tube lip and minor scratches on lcd window.